Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a colon procedure, an error code 5: instrument error occurred. At the end of the procedure, the surgeon noticed that a part of the blade was missing. There was no patient consequence.